Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to the monitor pca board. Crystal oscillator y500 was not producing any output due to a lifted pad on the c/a board. The root cause for the lifted pad could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's monitor wouldn't power up. The pt was issued a replacement monitor.